Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:33:50. During night drain cycle nine, the patient's ultrafiltration reading was 1235ml, indicating the home patient drained 1235ml more than their maximum programmed fill volume of 1600ml. No additional information is available.